Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys insulin on a cobas 8000 e 801 module. The sample initially resulted in an insulin value of 1 uu/ml and this value was reported outside of the laboratory. The doctor questioned the result, so it was repeated. On (B)(6) 2022, the sample was repeated, resulting as 7 uu/ml. It was asked, but it is not known if repeat testing was performed on the same analyzer or if it was performed on a second analyzer. It was stated that the 7 uu/ml was deemed correct. It was also stated that both the initial and repeat values were lower than what the physician expected based on the clinical circumstances of the patient (the expected value was approximately 20 uu/ml). It was asked, but it is not known which statement was correct. The insulin reagent lot number was 584531. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer visually inspected the instrument during operation and while in standby. No issues were observed. Controls were within acceptable limits. An instrument check test was performed and passed. The customer ran passing controls.

Manufacturer narrative:
The last calibration performed on 07-apr-2022 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent or performance issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The evaluation conclusion code has been updated.